Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis additional information was requested, but unavailable: did any part of iris valve seal fall into patient? If part fell into patient, were all device components retrieved from patient? Was there any change to procedure or post-op patient care?

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the iris seal of the hap02 device was torn. The iris seal exhibited a tear. The initiation site for the tear was adjacent to the inner upper seal ring and propagated diagonally to the lower ring, where the tear continued 360º around the lower ring. No functional testing could be performed due to the condition of the returned device. Although the iris seal is torn, the opening and closing mechanism could be tested and it functioned as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the iris valve seal was broken suddenly. Changed to another one to complete the procedure. No adverse event on the patient.